Manufacturer narrative:
A review of the DHR and inspection records could not be performed since a lot number was not provided by the customer. One used sample was returned to argon from the customer. A visual review was performed on the returned sample. The visual inspection established that the dilator hub was detached from the dilator tubing. There was also a kink as well as impressions on the tubing observed. There were no indicating indentions or marks on the proximal end of the device to indicate secure bonding on the tubing. It is likely that this may been a part from start up to set up the machine and the settings did not reach optimal temperature allowing the project to bond, but was not scrapped prior to the make of the order. Since there is only one complaint with this part number with this issue in last six months, it is likely that this part may have been created during set up of the machine settings and not from a systemic issue. This will be treated as an isolated occurrence.

Event description:
I have received a complaint that states parts of the dilator came loose unnoticed and were pushed through the catheter into the deep vein. Physician attempted to use a closure-fast procedure pack during treatment of patient¿s great saphenous vein (gsv). The lumen was flushed prior to use. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. A guidewire was used for the insertion of the catheter. Tumescent infiltration was utilized. Local anesthesia was used. Hand compression was used. 7 segments were treated and the vein closed. It is reported that post op it was noted that parts of the dilator had come loose unnoticed. After inserting the sheath via a non-medtronic wire, the shaft of the core, which is not properly fixed, detached from the luer head. The shaft remained in the sheath and was pushed through the catheter into the deep vein unnoticed. It was later located by sonography and must be surgically recovered. The patient developed a deep vein thrombosis in the leg due to the foreign body in the deep venous system.